Manufacturer narrative:
The following field was updated due to additional information: b.5. Describe event or problem: it was reported that the bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in experienced leakage during use. The following information was provided by the initial reporter: the extravasation of the contrast machine leaked, it caused the fracture at the joint between the the high-pressure syringe and the extension tube. The incident did not cause adverse effects to the patients. H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in experienced leakage during use. The following information was provided by the initial reporter: the extravasation of the contrast machine leaked, it caused the fracture at the joint between the the high-pressure syringe and the extension tube. The incident did not cause adverse effects to the patients.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in experienced leakage during use. The following information was provided by the initial reporter: the extravasation of the contrast machine leaked, it caused the fracture at the joint between the high-pressure syringe and the extension tube.